Event description:
There was an allegation of analyzer alarms and questionable ise results from the cobas c 303 analytical unit. One example was an initial sodium result of 107 mmol/l. Due to analyzer alarms and because the operator thought the result looked suspicious, the sample was repeated, and the repeat result was approximately 130 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number was dnt25. The expiration date was 10-mar-2026. The field service engineer did not find a problem and could not replicate the issue. He cleaned the ise chamber and air-dried the electrodes. He reseated the dilution cup, performed sample probe washes, and backflushed the sipper nozzle. He ran air purges, ise primes, ise checks, and precision with all results within specified guidelines. He ran calibration and qc with all results within the expected ranges. Customer resumed routine operation and observed no alarms or abnormalities. The investigation is ongoing.

Manufacturer narrative:
The customer's calibrations and qc had been acceptable. The customer's provided centrifugation time may be shorter than recommended. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service actions resolved the issue.